Event description:
Caller reported an issue with incorrect time settings on the pump. Blood glucose levels were not adversely affected, with values remaining within normal range. Technical support assisted the caller in updating the pump time and advised monitoring for further discrepancies. Caller understood and acknowledged the advice given.